Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer declined troubleshooting with tandem technical support and declined to provide further information. Customer was not at home, and didn't currently have the cable available to them.there was no adverse impact to the customer¿s blood glucose level.